Event description:
It was reported that when using this nail the jig did not align correctly. It was further reported that post operative x-rays confirmed that the jig had not aligned correctly causing the nail to be implanted in an incorrect position. It was reported that the pt was revised.

Manufacturer narrative:
The t2 scn target device is consisting of the components nail adapter, targeting arm scn (short) and targeting arm proximal (long). In this case, only the component targeting arm proximal was returned for evaluation. Further information e.g. X-rays or op-reports, which could help to understand the exact subject of the complaint causing the nail to be implanted in the incorrect place) were not available. Thus investigation is limited to evaluation of the component received. Evaluation of cause of failure as incorrect implant placement could be related to multiple reasons and as we did not received the complete target device as well as further information (e.g x-rays op reports?) The exact cause of the event could not be determined exactly. As 7 of 8 drill holes for proximal locking mode as corresponding to the specs.